Event description:
The drill bit broke during surgery, snapping into two pieces while drilling holes. Part of the drill bit remains behind the cup in the acetabulum.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial report stated a portion of the product remains in the patient and the remaining portion will not be returned for evaluation. It has been determined that user technique is the likely cause for failure. In addition, multiple uses under extreme eccentric loading could result in premature bending or failure of the drill bit. No evidence has been found indicating product error was a contributing factor, the need for corrective action is indicated at this time. Fmea (B)(4) was reviewed, and the hazard/harm in the fmea is in line with the observed historical occurrence rate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.